Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a no delivery alarm was received during the fill tubing process. The customer's blood glucose reading was 574 mg/dl at the time of incident. The customer was advised to disconnect and reconnect tubing and insulin exited the tubing and did not alarm no delivery. Customer declined to troubleshoot for high blood glucose. Troubleshooting advised that the pump is functioning as designed.